Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting an increase in pacing impedances and a recent acute jump from 700 ohms to over 1390 ohms. The thresholds have also increased. There were non noise episodes found in the arrhythmia logbook. Boston scientific technical services (ts) was consulted and suggested that there could be a possible tissue interface issue and isometrics could be performed to make sure no noise is created, which would be indicative of a lead issue. Ts suggested close monitoring of this lead, and bringing this patient in for threshold evaluation and to check on impedances. Attempts to gain additional information regarding patient outcome have been unsuccessful. Should any new information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.